Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed no damage to the pump. Functional testing involved three separate delivery accuracy tests and showed the device to be within manufacturing specifications. Based on the investigation, the complaint allegation was not confirmed. As the device is beyond a year from manufacture and with no indication of a manufacturing defect found during evaluation, no device history review was performed. Per service history review this device had previously been serviced for "under-infusing" and the current complaint was related to the previous service.

Event description:
It was reported that the pump was under infusing. No adverse patient effects were reported.

Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. B3 is unknown.